Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The rv lead is a single coil lead which tend to have higher shock impedance values. Boston scientific technical services (ts) provided trouble shooting options. The physician will likely continue monitoring at this time. This product remains in service. No adverse patient effects were reported.